Event description:
The company was informed that the patient developed an infection at the implant site and received a medical treatment. Advanced bionics is in the process of gathering more information. Once more information is available, a supplemental report will be submitted.